Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional reported that the customer "was on psych medications and it proves difficult for the patient to check sugar levels". There was no indication that any adc product issue was associated with this report. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.